Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information and without the device to analyze, a cause for the reported mechanical jam (lock line ¿ inability) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclips devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip (00218u158) was successfully implanted in the a2p2. When prepping a second cds, it was noted that the implanted clip, detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr returned to baseline, a leaflet fail was observed. The second clip was implanted, stabilizing the slda clip. A third clip (00324u169) was advanced to the mitral valve and the leaflets were grasped; however, the lock line could not be fully removed. The clip was not implanted and was removed without issues. A new clip (00401u166) was advanced to the leaflets, but the leaflets could not be grasped, and the posterior gripper did not go up and down while actuating both grippers. The clip was not implanted and was removed without issues. A new clip was implanted successfully, reducing mr to 3-4+. No additional information was provided.